Event description:
New information received notes that asymptomatic patient received a vibratory alert for non-sustained lead noise due to post-paced t-wave oversensing. The device had been reprogrammed previously for the same issue. Further programming changes were made and the device remains implanted.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed on ventricular lead when pacing. The oversensing was noted on a nsln stored egm. The patient did not receive therapy. Reprogramming was recommended. The device remains implanted.

Event description:
New information received notes that although the device had been reprogrammed in the past, an incident of post-paced t-wave oversensing was reported again at a recent follow-up visit. Further reprogramming changes were made. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.